Event description:
It was reported that a bd safetyglide¿ needle did not have a safety shield and the needle had punctured the package.

Manufacturer narrative:
H.6. Investigation summary: one sealed packaged safetyglide needle was received, confirmed to be from batch #8176521 (p/n 305918). The cannula was observed to have no shield and was protruding through the packaging. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing shield defect is associated with the needle assembly process. No corrective actions are necessary based on the defective rate identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ needle did not have a safety shield and the needle had punctured the package.